Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation did not work well and intraocular pressure dropped rapidly when using the cutter during cataract/vitrectomy combination surgery. Only the cutter was replaced, but the problem persisted and retinal detachment occurred. Surgery was aborted. It was not known whether the surgery was performed on a later date. The current patient condition was unknown. Additional information was received that the cataract/vitrectomy combination surgery was scheduled for the left eye of a female elderly patient with epiretinal membrane disease and grade 2 nuclear hardness. The patient has been reoperated and recently discharged from the hospital but she has not yet recovered as the retina did not return to its former position due to collapse and the cannula failed to irrigate water out of eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two returned sample were visually inspected and no obvious defects were found that would contribute to the reported event. The identification tabs and the infusion chamber were intact. The returned probe, infusion cannula, infusion manifolds, connectors, and components were found to be in good condition. A calibrated console representing the current software version was used to test the sample. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The samples were recognized as combined cassettes on the console. For both sample, the infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received regarding current patient condition that the symptoms of the patient had resolved.